Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The smt replaced the scroll compressor and adjusted the vacuum regulators to factory specifications, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check performed by the customer's biomed, when the cardiosave intra-aortic balloon pump (iabp) was powered on, power-up fault code #14, fault code #77, and fault code# 53 were generated. There was no patient involvement and no adverse event was reported.